Event description:
Related manufacturer report number: 2017865-2024-00689. It was reported that the patient presented for follow up after implant of the right ventricular (rv) and right atrial (ra) leads. On (B)(6) 2023 it was suspected that the rv perforated the ventricle. On (B)(6) 2023 it was observed that the ra lead exhibited under-sensing and elevated capture threshold. Dislodgement and perforation of the ra was suspected as well. The patient subsequently underwent pericardiocentesis and was transferred to tertiary care where the patient later expired. The physician believed that the cause of the patient¿s death was multifactorial and provided no definitive answer as to whether the leads caused or contributed.